Event description:
Info was received that reported a pt was hospitalized on (B)(6)2010 due to an incident of hyperglycemia. Per the pt, she had been experiencing labile blood glucose for several weeks with frequent unexplained highs. On (B)(6)2010, her blood glucose was >700 mg/dl. She was brought to the hospital. She was admitted and treated with insulin and IV fluids. The device should be returned for eval; to ensure that it is functioning correctly and did not contribute to the reported incidence, but at the time of this report has not been returned.

Manufacturer narrative:
Customer has not yet returned the device to the MFR for device eval. When and if the device becomes available and is returned and evaluated, the MFR will file a f/u report detailing the results of the eval.